Event description:
Information was received indicating that the needle to a smiths medical portex continuous epidural was found broken with the fragment noted to be within the patient's spine. It was reported that the break was found during removal of the introducer and needle. Subsequently, the patient had to be taken back to the operating room for removal of the needle. There were no further reported adverse patient effects.